Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The three samples were not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was found in three (3) exactamix eva tpn bags. The particulate matter was noticed after compounding the bags with non-baxter 5% dextrose solution. There was no patient involvement. No additional information is available.